Event description:
It was reported that an asymptomatic patient presented for a routine follow up. The right atrial lead exhibited noise which could be reproduced with isometrics. The sensitivity was changed and the patient would be monitored.

Event description:
New information notes that on (B)(6) 2013 reports that noise was easily reproducible on the atrial channel with manipulation and palpation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information on (B)(6) 2014 notes there was noise previous reported, the physician discovered a hole in the lead. The lead was repaired and left implanted. The patient was doing fine now.